Event description:
Customer reported occurrence of cartridge alarm 20 and cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump. Customer was informed about using an updated pump and received instructions for returning the faulty pump. Replacement pump was dispatched, and customer acknowledged all provided instructions and steps.